Event description:
It was reported that noise was noted on this right ventricular (rv) lead. All measurements were within range. This rv lead was removed from the header, cleaned, and reinserted, however noise was still present. The atrial lead was tested in the rv lead header, and a header issue was ruled out. A new rv lead was successfully placed. No additional adverse patient effects were reported.

Event description:
It was reported that noise was noted on this right ventricular (rv) lead. All measurements were within range. This rv lead was removed from the header, cleaned, and reinserted, however noise was still present. The atrial lead was tested in the rv lead header, and a header issue was ruled out. A new rv lead was successfully placed. This rv lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.